Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the leads ECG function was intermittent. No adverse patient impact was reported.

Event description:
The customer reported that the leads ECG function was intermittent. There is no indication of negative patient impact.